Event description:
It was initially reported that the device was displaying the charge-pak and the attention icons. There was no pt use associated with the reported failure. Upon initial eval by physio-control, it was observed that the device would not power on.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of one the internal hlc battery cells, bt2, on the analog pcb assembly. The customer was provided with a replacement device.